Event description:
The following article was received based on a literature review: article: a retrospective comparison of phaco-tube vs. Phaco-trabeculectomy in glaucoma patients. A single-center, retrospective, comparative study was done to compare surgical outcomes of phacoemulsification combined with baerveldt implantation (phaco-tube) or trabeculectomy with mitomycin-c (mmc) (phaco-trab) in patients without prior incisional ocular surgery. A total of 90 patients were grouped into: the phaco-trab group (n=45 patients) and the phaco-tube group (n=45 patients). These patients underwent either phaco-tube with a 350-mm2 baerveldt-glaucoma drainage implant (gdi) or phaco-trab with mmc. The postoperative complications of phaco-tube were persistent anterior chamber (ac) inflammation (includes persistent peripheral anterior synechiae or fibrinous reaction requiring intervention) (n= 3), persistent diplopia (diplopia secondary to tube shunt surgery lasting >3 months) (n= 4), cystoid macular edema (cme) (n= 6), choroidal effusion (n= 4), shallow ac (n= 4) and corneal edema (n= 1). In the first 3 years after surgery, there were failures (n=3) in the phaco-tube group, where insufficient reduction in intraocular pressure (iop) was the reason. The postoperative interventions in the phaco-tube group included laser suture lysis (lsl) (n=6), needling procedure (n=4), ac reformation (n=3), yag laser capsulotomy (n=6) and others (n=15). A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: age/date of birth: age range between 42.9¿81.8, mean age was 73.4 years (sd: 6.8). Section a3a/a3b: sex/gender: 17 (38%) female. Section a4: weight: unknown/not provided. Section a5/a6: ethnicity/race: 17 (38%) white, 14 (31%) hispanic, 13 (29%) black, 1 (2%) asian. Section b3: date of event: apr 30, 2024 (date article e-published - available online) section d4: model number: unknown/not provided. "350-mm2" was reported. The specific 350 full model number is unknown, as it could be referring to model bg101-350 or bg102-350. Section d4: serial number: unknown/not provided. . Section d4: primary unique device identification (UDI) number: unknown, as the serial number was not provided. . Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section h3: the device was not returned for evaluation as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code 1845 (eye injury) is to capture shallow ac and "insufficient reduction in intraocular pressure (iop)". Section h6: health effect - impact code 4625 (additional surgery) is to capture yag, laser suture lysis (lsl), needling procedure, ac reformation, and other. Llaneras, c.n., quan, a., lieux, c., rivera-grana, e., gajardo, c., duerr, e., o'brien, r.c., gedde, s.j., vazquez, l.e. A retrospective comparison of phaco-tube vs. Phaco-trabeculectomy in glaucoma patients. Ophthalmol glaucoma. 2024 sep-oct;7(5):466-475. Doi: 10.1016/j.ogla.2024.04.008. Epub 2024 apr 30. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.